Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips showed indication of black chemistry caused by improper storage of test strips in high humidity areas. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (01/07/2015).

Event description:
Consumer complaint of "lo" blood results. Expected blood glucose results not verified. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Storage of test strips not verified. Recall test results performed (fasting/before meals/after meals) from meter memory: (B)(6) 2015, 3:03pm - "lo"; (B)(6) 2015, 7:16pm - "lo"; (B)(6) 2015, 6:30pm - "lo"; (B)(6) 2015, 6:24pm - "lo"; (B)(6) 2015, 6:05pm - "lo"; (B)(6) 2015, 1:18pm - "lo"; (B)(6) 2015, 9:58am - "lo"; (B)(6) 2015, 09:55am - "lo"; (B)(6) 2015, 9:52am - 178 mg/dl; (B)(6) 2015, 9:51am - "lo". No adverse event reported.